Manufacturer narrative:
As received, only the connector portion of the lead was returned. Analysis noted abrasion on the outer insulation and one of the rv cable insulation damaged at 15 cm from connector. The lead abrasion is consistent with that produced by friction with the ICD can. No other anomalies were noted on the lead body. The electrical characteristics of returned portion exhibited normal coil continuity.

Event description:
Patient presented with the device that could not be interrogated. As a result, the device was explanted. At explant, it was noted that the lead was fractured. Hence, the lead was also replaced and capped.

Manufacturer narrative:
Na